Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, there were malformed clips. No further information available. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaw. Device a found that the device was received with the right jaw ramp broken. The device was tested for functionality and ejected the remaining clip due to the condition of the jaw ramp. One possible cause for the damage found might be excessive loading due to forming a clip over another clip exceeding the structural capability of the jaws. However, an investigation has been initiated to address the potential root cause of the broken jaw issues. In addition, the device locked out as intended but the orange indicator was not completely visible. These findings are not related with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Device b was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clips were determined to be caused by an intermittent failure of the anti-backup feature. The intermittent failure of the anti-backup feature is unrelated to the reported opening issues. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. Upon firing of the device, the tip of the advancer slid toward tissue stop during the last two firing sequences causing that the jaws remained closed. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. An investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. In addition, the device locked out as intended but the orange indicator was not visible. Please note that the found antibackup and the orange indicator failure are not related with the incident reported. (B)(4) advancer.